Manufacturer narrative:
Breakaway head section.

Event description:
It was reported by svc report that the breakaway head section was damaged and not staying up. No pt involvement or adverse consequences are reported.